Event description:
A respiratory therapist was preparing an "e" sized puritan medical walk-o2-bout portable oxygen cylinder with a built-in regulator for an in-hospital patient transport. While removing a cap that covers the 50 psi diss outlet, the check-valve became loose and flew off of the cylinder regulator. The entire contents of the oxygen cylinder emptied. There was a high potential for injury from the valve flying off of the cylinder. D4. Diagnosis or reason for use: to provide portable mechanical ventilation-in-hospital.